Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that three mr290vx vented autofeed humidification chambers were found cracked before use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in china that three mr290vx vented autofeed humidification chambers were found cracked before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr290vx vented autofeed humidification chambers were not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed a crack on the chamber dome near the base. Conclusion: without the complaint device, we are unable to determine what had caused the reported event. Every mr290vx chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290vx chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290vx vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."